Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced pericardial effusion and the ra lead had perforated. Additional information was received and indicated that the perforation was confirmed via echocardiogram. This ra lead was surgically explanted and replaced. No additional adverse patient effects were reported. This ra lead was returned.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced pericardial effusion and the ra lead had perforated. Additional information was received and indicated that the perforation was confirmed via echocardiogram. This ra lead was surgically explanted and replaced. No additional adverse patient effects were reported. This ra lead was returned.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced pericardial effusion and the ra lead had perforated. This ra lead was surgically explanted and replaced. No additional adverse patient effects were reported.